Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified contrast using a power injector at an unspecified rate. After an unspecified length of time in use, the tubing ruptured at an unspecified location. The customer contact reported an unspecified volume of blood backed up into the tubing. The tubing set was replaced and the procedure was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.